Manufacturer narrative:
Block b3: exact date approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2366-70. Batch/lot number: 7076126. Model/catalog description: linear 3-6 lead 70 cm. Unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-2366-70. Serial number: (B)(6) batch/lot number: 7076943. Model/catalog description: linear 3-6 lead 70 cm. Unique identifier (UDI)#: (B)(4).

Event description:
It was reported that the patient felt pinched at the chest caused by the ipg while having a mammogram. The patient stated that the spinal cord stimulator (scs) leads were more tight and uncomfortable. Imaging was performed and revealed no migration of the device.